Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer found 1 syringe with a missing flange on one side.

Manufacturer narrative:
H.6 investigation summary: customer returned a single 0.3ml, 31 gauge, 6mm syringe from lot 1312012. The barrel flange has been broken off from one side of the barrel. A review of the device history record was completed for batch #1312012. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification(B)(4). Noted that did not pertain to the complaint. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the barrel flange breaking. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the relion insulin syringe experienced device damage while still considered operable. The following information was provided by the initial reporter: consumer found 1 syringe with a missing flange on one side.